Event description:
It was reported that the customer had an issue with the insulin pump's keypad. The act button was not working. The customer received a motor and button error alarm. His/her blood glucose level was 140 mg/dl. The customer had the battery out of the insulin pump for a week. When he/she inserted the battery back she received an unexpected restart alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.